Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that they had a problem with an intraocular lens (iol) that got stuck in the injector and broke. He/she requested the exchanging of material. Additional information was requested.